Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis h6 codes: health effect - clinical code problem code: e1515 premature labor/ code not available. H6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. Date of event is an approximation. It was indicated that the patient used the cgm while pregnant, which is off-label usage of the device. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the thigh. On (B)(6) 2025, the event was reported by a healthcare provider (hcp). It was stated that during the event the patient was connected to a tandem pump, and that on (B)(6) 2025, the patient´s physician changed the basal program. On (B)(6) 2025, the patient started a new sensor session and had multiple low alarms for a cgm reading of 50 mg/dl. The patient did not take any fingerstick and did not self-treat based on the low cgm reading. The reporter stated that a review of the pump's history data revealed that on (B)(6) 2025 at 05:50 am, the pump was switched from closed-loop ¿ control iq to manual mode. Then at 10:14 (most likely am too), the insulin pump turned off, after many low battery alerts. It is not known if the patient was aware of this. That same day, on (B)(6) 2025, in the afternoon, the patient arrived at the emergency room due to preterm labor at 34 plus 1 week of pregnancy number 6. The patient experienced contractions at that moment, and no other symptoms were reported. When a fingerstick was taken, the cgm reading was 98 mg/dl, and the blood glucose reading was 451 mg/dl. The patient was diagnosed with diabetes ketoacidosis and was treated with intravenous insulin. It was decided to deliver the baby by cesarean section at 34 weeks, and according to the reporter, the decision was made since the patient was in diabetic ketoacidosis (dka). The patient recovered after treatment but spent more than 24 hours at the hospital. According to the reporter, the mother and newborn are healthy. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.